Event description:
It was reported that the patient presented in clinic. During visit, the pacemaker was unable to be interrogated and had no magnet response. Asynchronous pacing was observed. A previous interrogation had revealed the device had high impedance and was close to eri. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.